Manufacturer narrative:
Section e initial reporter information was corrected.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. A defective purge cassette alarm was triggered. The purge cassette was replaced and resolved the issue. The patient's outcome was stable.

Manufacturer narrative:
Corrected information has been provided in h3. Fluid leak: the cause of the fluid leak could not be determined as potential cause of the leak was most likely to the damaged luer connector, however, the exact cause of the damage could not be determined as limited clinical details were provided.

Manufacturer narrative:
Product was received and explanted date provided. D6b and d9 updated. This is one of two reports an additional report will be sent for the pump 1220648-2026-03968.